Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that while operating on scene, the crew attached the defibrillator pads to the therapy cable and attempted to pace the patient. The monitor did not recognize the pads that were attached and prompted the crew to connect pads. The crew made several attempts to troubleshoot before changing to another set of pads. There was no reported adverse patient impact.